Event description:
The patient was brought to the hospital as an emergency. Coronary angiograpy was conducted and thrombus was obersved in the implanted cypher stent and proximal to it. To treat the thrombus, aspiration was conducted. Then ballloon angioplasty was conducted with a 3.0mm x unk length balloon at 12 atm. Inflation pressure was uknown. Then a 3.5x 15mm driver stent was implanted at the proximal side of the cypher overlapping it. The patient was discharged from the hospital ten day later.